Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed assistance with meter and insulin pump set up and also mentioned that they experienced low blood glucose levels of 48mg/dl. The customer treated with food. The customer was successfully helped with the setting up. The product will not be returned for analysis.